Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the lcd panel was found to be faulty, it is assumed that the failure of the lcd panel caused the vertical lines to appear in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the lcd monitor exhibited lcd panel failure. There was no patient involvement.